Event description:
On (B)(6) 2012, pt reported the infusion sets have leaked insulin near the connection of the headset and tubing over the past 9 months. There is wetness around the infusion site, and she can see insulin "bubbling up and out around." She uses the insertion device to insert the infusion headsets, rotates her sites regularly, and experiences leakage with every site she uses. She has known scar tissue around her waist. The leakage occurs during boluses and average bolus amounts are 30-35 units. Pt reported her blood glucose was elevated (level not provided) when she noticed the leak, and she bolused through the infusion device as a correction. Pt was advised to try to break up the boluses into smaller amounts to see if her body better absorbs the insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested for eval. Three add'l attempts were made to follow-up with the pt, and these were unsuccessful.